Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y, when the user attempted to close the circular part of the device, they didn't hear the "green line" click when it closed. When the device was fired, the crunch of the staples being fired was not heard. It was observed that most of the staples fired, but all of the staples did not fire. There was a leak observed and the surgeon had to over sew the staple line. Tissue damage did occur. The damage that occurred did not cause an adverse event. The surgery time was extended by 30 minutes.